Event description:
Nurse reported that while client was on the ltv 950 ventilator via bipap mask during sleep the vent gave an error message. When nurse called dme company and reviewed problem over the phone the company diagnosed the problem to be an internal error. The (B) (4) company then came out to replace the ventilator. The day before the nurse noticed the peeps to read 2. Client desaturated at this time and required o2 to bring her pox back up. The nurse mentioned this to the respiratory therapist who stated this is not a normal reading and could not attribute the problem to any change in the client's status. Rented from (B) (4) in (B) (4).